Event description:
I used neilmed nasogel which my sinus dr recommended for nasal dryness and had severe nose bleeding which after 5 irrigations still bled. Ice stopped it but it reoccurred for 18 hrs but not as bad. I had a similar problem using ocean nasal spray but that was 10 years ago and not severe bleeding. The common ingredient is benzalkonium chloride. Dr recommended for nasal dryness.